Event description:
The customer returned the electrosurgical generator esg-400 to the service center for evaluation related to a separate issue. During inspection the device exhibited an error e006. There was no patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned for inspection. The root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: an electrical/electronic component problem resulted in component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.